Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; h2; h3. Device was returned and evaluated against the complaint. Visual inspection found the hex tip to be fractured from the remainder of the driver. The fractured portion was not returned. Discoloration spots, scratches, and nicks are present up and down the shaft and handle. Adhesive from a sticker also remains stuck to the shaft. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h4; h6 visual examination of the provided pictures identified the tip to be fractured as reported. A review of the device history records identified no deviations or anomalies during manufacturing for the hex driver. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04098. 0001825034 - 2020 - 04099.

Event description:
It was reported that during an initial tha, while implantation of cup g7 osseoti, surgeon tried unscrewing cup impactor from cup, and it wouldn¿t unscrew. Surgeon used more strength, and instead of unscrewing, the ball of the ball hex driver broke in the shaft of the straight impactor, and cup was still screwed to impactor. The tip of the ball hex driver was not found. A thorough search was made in patient, on instruments table, and on the floors. An fluoroscopy ( live x-ray) was made after case to confirm that the tip of ball hex driver was not in patient. Surgeon is confident that it was not in patient. The surgery was completed with another device. Surgeon was able after case to unscrew cup from impactor, using regular driver, from under the cup. The thread of impactor was intact, the thread of cup was intact and the square of impactor was intact as well. No extra strength was needed to unscrew cup from impactor, from under the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.